Event description:
A malfunction alarm was reported with a displayed malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, ensuring that the malfunction code did not recur. The customer was informed that they could continue using the pump and were advised to call back if any issues persisted.